Event description:
The physician was recannalizing an aneurysm that had previously been coiled with a gdc 360 and microvention hydrocoils. The device in question became stretched from the aneurysm through the neuroform stent. As a result, the physician had to intervene surgically by deploying a precise stent in the extracranial internal carotid artery (ica) to push the coil against the artery wall. It is unknown if the physician had waited 20 minutes between hydrociol placements. The patient recovered, and was released without further incident.

Manufacturer narrative:
The device in question was not returned to boston scientific for analysis as it was implanted in the patient. Therefore, boston scientifc cannot conclusively determine the caused of the phenomenon experienced by the user. A review of the device history record was performed and no issues or discrepancies were found which could have potentially related to the alleged event. All manufacturing processes and tests were completed in accordance with required specifications at the time of the build. No other complaints have been reported on this batch of finished goods. The directions for use of the device in questions advises the following: if matrix detachable coil placement is unsatisfactory, slowly withdraw by pulling on the delivery wire, and then slowly advance again to reposition the coil.